Event description:
Rptr noted three cases of endophthalmitis. The pts all cultured negative. All had a vitreous tap and antibiotic injections. This pt, with endophthalmitis at seven days post-op, required a tppv, and will be checked again.